Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not responding to sound as before. Further medical intervention is being considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient is not responding to sound as before after a being involved in a trauma. No further information has been made available.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also, damage likely caused by minute device mobility have led to further wire fractures in the active electrode. In addition an impact or accident might have weakened the fixation of the electrode which led to electrode mobility. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient is not responding to sound as before after a trauma. The patient has been re-implanted.